Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2022-00678. It was reported the patient underwent a non-related surgical procedure wherein the cervical and thoracic ipgs were not placed into surgery mode prior to the procedure. As a result, the patient's ipg was unable to communicate with external devices and the patient lost therapy. Additional troubleshooting is pending to interrogate the ipgs.

Event description:
Follow-up information received indicated the patient placed their ipg in surgery mode prior to surgery and lost connection. A manufacturer representative interrogated the ipg and was able to connect and recover the ipg. Reportedly, therapy was restored.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event information. Further information was requested but not received. An inoperable ipg was reported to abbott. The system was set to surgery mode while the patient underwent an unrelated surgery where electro-cautery was used. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The device was not returned for analysis; however, data logs was received. Analysis of the record shows that the system was unable to successfully establish a connection with the clinician programmer. As a result, the rep reconnected the systems using the magnet and therapy was restored. Actions have been taken to prevent reoccurrence.